Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, following placement the lead reportedly dislodged several times while the physician was attempting to implant subsequent system leads. Ultimately, the helix became non-functional, noise and high out of range pacing impedance measurement were then also exhibited. The lead was removed and replaced. No adverse patient effects were reported and the lead was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretched and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix. Analysis was unable to determine if the helix anomaly was a contributor to product dislodgement.